Event description:
It was reported that the 9800 system has a damaged / smashed image intensifier (ii). Accidental contact caused the damage. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Removed and replaced the damaged image intensifier (ii). The system was tested and found to be working as intended and placed back into service.